Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri time of eri in save to disk on (B)(6) 2011, device eri <=4.91 v. One - patient alert for low bv on (B)(6) 2011. Daily battery voltage trend data shows batt(v)=4.94 to 4.91 volts between (B)(6) 2011 and (B)(6) 2011. Impedance - undefined resistance weekly lead impedance data shows various un-filtered points with "n/t ff" for min and max a.pace, min and max hv-can, min and max hv-coil, min and max ring-coil, min and max ring-can between (B)(6) 2010 and (B)(6) 2011. Analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that right atrial impedance values were not able to be obtained. The device was explanted and replaced. No patient complications have been reported as a result of this event.